Manufacturer narrative:
The devices are not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A doctor reported an issue with exodus drainage catheters. It was reported that an unknown number of these catheters have experienced issues with vertical hub cracks. It was reported these cracks are noted post placement and are seen with in-patient and out-patients. The hubs are either connected to a ctu tubing including a 1-way stopcock or an all-in-one drainage bag. The device to used to hold suction or to facilitate drainage is a bulb or gravity drainage. The crack is usually noted when a suction bulb starts sucking air due to the crack. The hubs are not normally wiped down prior to connecting te device. This issue has resulted in drainage catheter replacements due to the loss of suction. There was no report of patient harm or adverse event by the end user. The reported devices are not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation.the customer's reported complaint description of (hub cracked) cannot be confirmed as the device was not returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use which is supplied to the end user with this catalog number states, "warnings: do not use this catheter with alcohol. Placing a 10 french or larger catheter as the primary drain before formation of a tract may be difficult in some patients. In these patients, the initial biliary drainage should be started with a smaller (8 french) catheter until a suitable tract allows placement of a larger catheter. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).